Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error, which was not resolved by a battery removal and reinsertion. The blood glucose reading was 387 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer noted some issues with the bayer meter, but she was unable to troubleshoot for this problem due to the button error alarm. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was programmed with a test glucose meter and communicated properly. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.